Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states a patient's left ventricle lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.